Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. .

Event description:
Patient contacted dexcom on 07/05/2016 to report that they experienced a hyperglycemic event on (B)(6) 2016. The patient stated that she had a blood glucose (bg) level of 900mg/dl and went to the emergency room. The patient was treated with insulin. The patient reported that the dexcom sensor was not at fault for the event, but rather, was due to the tubing on her insulin pump being clogged. At the time of contact, the patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.